Event description:
The plaintiff's attorney alleged that during dialysis treatment the patient expired from cardiopulmonary arrest, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.